Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient was admitted into a hospital while on holiday in (B)(6). The patient had an intrinsic rhythm of 25 bpm. The device could not be interrogated (no telemetry) and had no magnet response. It was also reported the device battery ended sooner than was expected. The device was explanted. No further patient complications were reported as a result of this event.